Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was frozen, the user rebooted the system due to a communication failure, after which the device did not power back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was frozen. A technical support specialist (tss) dial into the station and restarting the station issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.